Event description:
It was reported that when the device was used during a low anterior resection procedure, the first device never fired staples or cut the tissue. A second like device fired part of the way, and cut only the proximal portion of the distal bowel. The physician had to hand suture the anastomosis. The pt developed an infection from a leak in the anastomosis, sepsis formed. The pt expired one day post-operatively.